Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient representative additionally reported "chest deformed," "anxiety," "wrinkles," "visibility/palpability," and "pain." Device has been explanted and replaced.

Event description:
Patient reported right side 'silicone leaked out of the implants.' Patient representative additionally reported "chest deformed," "anxiety," "wrinkles," "visibility/palpability," and "pain." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side 'silicone leaked out of the implants.' Device remains implanted.